Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and a low flow issue with no error message. The device was evaluated and the rubber bumper was defective. The defective part was replaced. Issue was resolved. The device was also subjected to preventative maintence, safety and functional testing and all tests passed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow irrigation pump and a low flow issue occurred. During the procedure, while using a thermocool catheter, the physician noticed the catheter temperature sensor reached as high as 43 deg c during ablation. This temperature was unusual because common temperature is around 37 deg c. Also, the physician noticed that the flow was not strong enough when using the high flow to exhaust a bubble. The physician stopped the surgery and collected the saline under 17 ml/min flow. However, there was less than 9 ml of saline after 1 minute. The generator was in manual mode and temperature control mode. There was no alarm on the stockert or coolflow pump during this operation. The generator did continue to ablate even though there was a low flow. Therefore, it was thought that the coolflow pump had something wrong. The pump was replaced with another pump to complete the case. The procedure was completed with no patient consequence. This event is MDR reportable because if there is no error/warning message when the irrigation pump is delivering low flow during ablation, then there is potential for patient injury.